Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump experienced a motor error and no delivery alarm. It was stated that the customer experienced the motor error alarm during the basal process. The customer was hospitalized because she gave birth to a baby. The customer's blood glucose reading was 300 mg/dl. No significant events prior to the motor error alarm. Troubleshooting was conducted for the motor error alarm. The customer states that they were able to complete the rewind sequence. Troubleshooting was not conducted for the no delivery. The customer was advised to discontinue use of the insulin pump and to revert to their back-up plan.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.